Event description:
A customer obtained a positive ahbc result for a pt sample which was identified as negative when tested with alternative methods. A false positive result may result in inappropriate physician action. There was no report of pt harm as a result of this event.